Event description:
It was reported that unspecified bd infusion set had valve malfunction the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Grandview medical center recently updated to alaris infusion system v12.3. Following update nurses reported that secondary infusion would not switch back over to primary infusion after completion and observed back-priming of primary infusion into secondary tubing and bag. The root cause."

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.